Event description:
Patient had bilateral breast implants which were part of the voluntary recall. Patient elected to have these removed and have flap reconstruction. Patient is at risk of developing bia-alcl.